Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was being sent in for test and calibration and it was further noted that the connector needed replacing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.